Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, when the team attempted to advance the first valve with a 23 mm commander delivery system through a14f esheath plus, there was some resistance and approximately 4 valve struts were bent back. The first valve had been advanced out of the sheath. The team did not feel it was safe to proceed and attempt to deploy the valve. The team elected to pull the valve with delivery system out of the patient, and did so successfully. A 16f esheath plus was then advanced into the same iliac and a new valve and delivery system was prepped. The second valve was deployed successfully without issue. When it was time to close the iliac at the end of the procedure, it was determined that the percloses had failed and a surgical cut down was necessary to repair the iliac. The repair was successful. Per the fcs, there was no indication that an ew product was deficient. The indication of the procedure was aortic stenosis. There were no abnormalities noted with the first sheath. The expansion tool was used, and the loader was fully inserted into the sheath. The sheath was not inserted at a steep angle. The delivery system was approximately halfway through the sheath when the resistance was noted. Per pre-deco evaluation the system was received with the valve seen crimped on inflation balloon located just within distal tip of the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint for '''general risk - failure - frame damage'' was confirmed through returned product evaluation. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per device return, sheath shaft has curvature which could be indicative of tortuous patients access vessel. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, ''during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, when the team attempted to advance the first valve with a 23 mm commander delivery system through a14f esheath plus, there was some resistance and approximately 4 valve struts were bent back''. (The delivery system was approximately halfway through the sheath when the resistance was noted). The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factor (undersized vessel) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.